Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was sacral nerve pain. The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was reported as related to the surgery/anesthesia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included repositioning the lead.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported that the patient had sacral pain and lead palpation through the skin. Imaging and examination were noted as diagnostics. The lead was repositioned on (B)(6) 2016. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function and an unscheduled clinic or office visit. The issue resolved without sequelae on (B)(6) 2016. The event was considered not related to the device or therapy, but related to the implant procedure.

Manufacturer narrative:
Please note conclusion code and device code (B)(4) no longer apply to this report.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient had difficulty sitting in hard surfaces and at the medical examination was when lead palpation through the skin was found. The imaging and examination which was done on (B)(6) 2016 showed problems with the lead location. It was noted that the lead remained in the patient after the second surgery which was done on (B)(6) 2016 to reposition the lead.

Manufacturer narrative:
The other applicable component is: product ID: 388933, lot# 0211629779, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified the second surgery (performed on (B)(6) 2016) was needed to place the lead deeper.